Event description:
The following has been reported to hamilton medical ag on 15 march 2024. It was reported by the biomed engineer, that on (B)(6) 2024, hamilton-t1 (sn (B)(6) showed release valve defective, tightness test and check valve tests are failing. It was reported that this issue was observed during ventilation. According to the investigation performed, the review of the device log, it can be evidenced that the device failed leak test and alarmed for "for released valve defective" during pre-operation check. It also failed "obstruction valve test" in service software. Tightness test fails (release valve defective) is due to leaky or defective obstruction valve (2nd gen hw). Root cause associated to the reported issue is related to leaky or defective obstruction valve (membrane is stuck). Message release valve defective appears after sw update to 2.2.0. Accordingly, the following correction have been considered: the message "release valve defective" was introduced with sw2.2.0 in case the obstruction valve doesn't open during tightness test. If the message appears after sw update to 2.2.0 or higher, the tightness test needs to be performed successfully in order to reset the alarm.-check if obstruction valve is connected properly. Replace check valve assembly after the replacement of the check valve assembly and start-up of the device, the message "release valve defective" remains until the tightness test was performed successfully. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4).

Event description:
The following has been reported to hamilton medical ag on 15 march 2024 it was reported by the biomed engineer, that on (B)(6) 2024, hamilton-t1 (sn (B)(6)) showed release valve defective, tightness test and check valve tests are failing. It was reported that this issue was observed during ventilation. According to the investigation performed, the review of the device log, it can be evidenced that the device failed leak test and alarmed for "for released valve defective" during pre-operation check. It also failed "obstruction valve test" in service software. Tightness test fails (release valve defective) is due to leaky or defective obstruction valve (2nd gen hw) root cause associated to the reported issue is related to leaky or defective obstruction valve (membrane is stuck). Message release valve defective appears after sw update to 2.2.0. Accordingly, the following correction have been considered: the message "release valve defective" was introduced with sw2.2.0 in case the obstruction valve doesn't open during tightness test. If the message appears after sw update to 2.2.0 or higher, the tightness test needs to be performed successfully in order to reset the alarm. Check if obstruction valve is connected properly. Replace check valve assembly. After the replacement of the check valve assembly and start-up of the device, the message "release valve defective" remains until the tightness test was performed successfully. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.